Manufacturer narrative:
The initial reporter information was not provided. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.